Event description:
It was reported that the patient presented with palpitations. It was noted that the implantable cardiac monitor (icm) was undersensing the premature ventricular contractions. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.